Manufacturer narrative:
Device was finally returned for evaluation.

Event description:
The customer reported that the telemetry device has a speaker malfunction. The device was not in use on a patient at the time of event. There was no adverse event reported.

Event description:
The customer reported that the telemetry device has a speaker malfunction. The device was not in use on a patient at the time of event. There was no adverse event reported.